Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: during gripper actuation, the gripper line tore. The grippers were lowered; however, were unable to be raised following the tear. It was suspected that the gripper lever was retracted too far; although, this was not confirmed.

Manufacturer narrative:
Internal file number - (B)(4). Correction: device is not available for evaluation. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a conclusive cause for the reported gripper line break during actuation could not be determined. The reported difficult to open/close issue (gripper actuation) appears to be a secondary effect of the reported break (gripper line during actuation) as the grippers did not lower after the gripper line broke. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as the gripper line tore and grippers were not functioning. It was reported that this was a mitraclip procedure treating functional mitral regurgitation grade 4. The clip delivery system (cds) gripper line tore during use and the grippers were not functioning anymore. The cds and un-deployed clip were removed without reported issues. Another device was used in replacement. One clip was implanted, reducing the mr to grade 2-3. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.